Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to the clogging of the nozzle. Also, the evaluation found the following: adhesive on the bending section cover had a white-clouded area. The paint on the scope cylinder was peeled. The protector of the universal cord on the scope connector side had a scratch. Switch 1 had a scratch. The scope connector had a dent. The universal cord had a wrinkle. The connecting tube had a scratch. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. The customer did not know what the foreign material was. There was a delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor drainage. The issue was found during preparation for use in an unspecified diagnostic procedure, which was completed without specifying the device used. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found to be foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.